Event description:
A report was received that the patient is experiencing a burning sensation at the ipg site. The physician prescribed the patient antibiotics as the pocket seemed to be infected. The patient was later explanted of the entire system and given IV antibiotics. The patient is doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50, (B)(4) & (B)(4), description:enh st ld kit, 50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient is experiencing a burning sensation at the ipg site. The physician prescribed the patient antibiotics as the pocket seemed to be infected. The patient was later explanted of the entire system and given IV antibiotics. The patient is doing well.